Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during the initial drain, while the hp was connected. The care giver (cg) was not sure if the patient line and the patient extension line were primed properly prior to starting the therapy. The technical service representative (tsr) advised the hp to end the therapy and start over with all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up report will be submitted.